Manufacturer narrative:
Insulin pump was received with a blank display due to moisture damage on the electronic assembly. Also, pump received with moisture damage on the battery tube, motor, vibrator and keypad assembly noted. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime / seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display.

Event description:
The customer reported via phone call that crack was found near clip when customer was swimming and insulin pump was exposed to moisture. Blood glucose was 122 mg/dl. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.